Event description:
Informant stated the device did not stop when it "hit" the dura and caused bleeding.

Manufacturer narrative:
The perforator was cleaned and functional test were performed per standard tests. The device drilled and disengaged as expected ten times. Dimensional inspection of the device found no discrepancies. The complaint could not be confirmed. At this time jjpi considers this file closed.